Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor error alarm. Customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was sticking out and unsure if the insulin pump was exposed to high magnetic fields. Customer also reported that the insulin pump alarmed compromised force sensor system and that the insulin was squirting during manual prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Updated concomitant products.